Manufacturer narrative:
(B)(4): the 88-1086 tebbetts fiberoptic retractor device was not received for evaluation. The customer reported the device will not be returning under the advisement of providence health risk management team. A photo was not provided. The customer also did not communicate a lot number for the device; therefore, the DHR review could not be performed. Without the device to confirm and evaluate the reported failure, bd is unable to determine the root cause. If the device becomes available the complaint will be re-opened and a more thorough investigation will be performed. Conclusion(s): other- sample not returned. The customer did not return product for evaluation. Bd will continue to trend and monitor this reported issue and for this product family.

Manufacturer narrative:
(B)(4) writer sent the customer an email acknowledging receipt of the complaint, providing the complaint tracking number and requested follow up information including as to if there was any patient impact related to this event. Writer provided contact information. Device not yet evaluated, if the device is evaluated a follow up will be sent.

Event description:
Sales rep reported via email: customer was using our fiber optic deaver retractor and fiber optic cable this morning and a patient was burned at the connection of the retractor and cable. She did say that the retractor was set down on the patient and a burn occurred. Multiple product codes reported and captured in additional records, (B)(4). No further information available.